Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was coming to the surface of her skin at the implantable neurostimulator site. The patient had lost weight. The patient¿s family member noticed it but when the patient touched it, she did not think it was up high. She was meeting with the manufacturers¿ representative (rep) who was going to teach the family member to turn stim off. Additional information from the consumer reported that a fall in (B)(6) 2015 may have contributed to the issue but she was not sure. She spoke to her health care professional (hcp) and manufacturers¿ representative (rep) and the hcp was planning to remove the implant on (B)(6) 2016. It was noted that the interstim was successful for the patient as medications had not been helpful. Further information from the consumer reported that she had been going to the bathroom constantly. She talked to the rep about her issues. The implant was checked and patient was told they typically last 4-5 years and her implant was around the 4 year point and was low. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.